Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The code 203 was caused by the failed internal pulse test. The cause for the failed internal pulse test was a shorted u16, igt control mosfet driver. The root cause of the shorted u16 cannot be positively identified. No adverse event resulted from the defective driver. The last pt to use this monitor did not report any deficiencies.